Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that during a nail revision case, he wanted to reattach the jig. Correct alignment of distal fragment and reinsert nail. As he was trying to attach jig, he saw a piece of metal in wound. It was one of the 'teeth' off the nail adaptor, it only took a minute or two to retrieve the piece of metal and he was able to connect the jig and carry out operation.

Event description:
The customer reported that during a nail revision case, he wanted to reattach the jig. Correct alignment of distal fragment and reinsert nail. As he was trying to attach jig, he saw a piece of metal in wound. It was one of the 'teeth' off the nail adaptor, it only took a minute or two to retrieve the piece of metal and he was able to connect the jig and carry out operation.

Manufacturer narrative:
The reported event that nail handle t2 tibia was alleged of issue (instruments - broken, deformed, worn or scratched) could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The product shows signs of extensive usage. Several dents and scratch marks were observed on the product. One of the pegs of the product was broken completely from the root. The appearance/structure of the breakage surface and the course of the breakage line suggest that the returned product broke in a brittle forced fracture due to bending overload. Thus, based on the product inspection the root cause can be attributed to a user related issue. Stryker devices are inspected before being released for distribution, thus, we can exclude any indications of material, manufacturing or design related problems within the product. A review of the labeling did not indicate any abnormalities. Instrument damage is usually found during functional check, which is required as per the IFU. If any further information is provided, the investigation report will be updated.